Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial (B)(4), description: linear 3-6 lead, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms of fever, pain and pus coming out from the incision sites were noted. The physician believed that the infection was not device or procedure related. The patient was hospitalized and was placed on antibiotics. The patient underwent an explant procedure.